Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During remote follow-up, oversensing due to noise was noted on the right ventricular (rv) lead. Externalized conductors were suspected on the rv lead but were not confirmed visually. The rv lead was capped and replaced to resolve the event. The patient was stable with no adverse consequences reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During remote follow-up, oversensing due to noise was noted on the right ventricular (rv) lead. No intervention has been performed at this time and the patient was stable with no adverse consequences reported.